Manufacturer narrative:
The event reported was determined to be supplemental information to MFR#2916596-2025-06023. A follow-up report of the manufacturer's investigation will be submitted under MFR#2916596-2025-06023.

Event description:
It was reported that the patient passed away due to worsening fluid overload, renal dysfunction and a chronic pseudomonas driveline site infection. The device was functioning properly and would not be explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.